Manufacturer narrative:
Sc-1200 (sn (B)(6)). The returned ipg was analyzed, passed all the required functional tests. The reported event was not confirmed as device revealed normal device characteristics. Hence, the probable cause selected for this complaint is no problem detected.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. All components were explanted and will not be returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-56, serial: (B)(4), batch: 19715096.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. All components were explanted and will not be returned. No further information has been obtained despite good faith efforts.